Event description:
It was reported that a foreign material was found inside the device. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery. The physician performed the percutaneous coronary intervention using 7f mach1 guide catheter but was unable to use it. A foreign material was found inside the edge of the proximal side of the side hole. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mach 1 guide catheter with no original packaging or other devices. Magnified inspection revealed ptfe material visible on the inside of the proximal side hole. The ptfe material appears to be the reported foreign material; however, ptfe is flash or excess material from the cut (punching) of the side hole. Functional testing was performed by prepping the device with a syringe filled with water connected to the hub to check for an obstruction with the side holes and the device performed correctly with no obstructions. There was no evidence of any product quality deficiencies contributing to the damage or reported use of the side holes. An attempt was made to splice open the catheter to see the ID of the distal end using a razor blade. This activity was unsuccessful due to the double braiding, and the razor blade not able to penetrate through to the innermost layer. At this time, there is no conclusive evidence to suggest the unit was shipped from the manufacturer with the purported defect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign material was found inside the device. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery. The physician performed the percutaneous coronary intervention using 7f mach1 guide catheter but was unable to use it. A foreign material was found inside the edge of the proximal side of the side hole. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).